Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. Additional information was received that patient had difficulty charging the ipg. The patient was doing well post operatively and the explanted device will not be return.